Event description:
It was reported that when the catheter placed in this patient was inspected by a nurse, exudation was found at the insertion site. When the catheter was being flushed with saline, liquid was found leaking from the insertion site. After removed, the catheter was noted damaged at the part about 1 cm away from the insertion site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3692 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz3692) have been reported from the same facility in (B)(6).